Event description:
Pt developed left eye infection january 2006. Presented to ophthalmologist 01/24/2006 with pain, redness, swelling, decreased vision and photophobia. Diagnosed wtih corneal ulcer and nuclear sclerosis.